Event description:
Related to MFR report #2183959-2012-02256. It was reported by the plaintiff's attorney that on (B)(6) 2010 the plaintiff was implanted with an ams monarc to treat pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney alleged that "months after the original implant, portions of the mesh products became exposed in the plaintiff's body. Plaintiff underwent multiple surgical procedures as a result". The plaintiff's attorney also alleged that the plaintiff "has experienced mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, nerve damage, severe emotional distress" as well as other damages. The plaintiff's attorney further alleged that the plaintiff suffered a "disability" and "debilitating neuromas."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.